Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted reducing mr to 1-2. On (B)(6) 2018, the patient returned with dyspnea. Echocardiogram was performed, which found that one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4+. On (B)(6) 2018, a second mitraclip procedure was performed. Two clips were implanted stabilizing the slda clip. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effects dyspnea and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) and dyspnea appear to be a cascading effect of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.